Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a batch review cannot be conducted. The sample was not returned. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a low drain volume alarm that occurred on the home choice (hc) unit during use. The hp stated there was air in the patient line. The technical service representative (tsr) assisted the hp to end therapy and start over with new supplies. There was patient involvement but no injury or medical intervention was reported. A follow up was done via phone call. The nurse stated she was not aware of the issue. The home patient (hp) was seen in the clinic after the date of the reported incident and everything was fine. The home patient (hp) had continued therapy, no injury or medical intervention was reported as a result of this incident.